Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported event of break and gel leak: "5. Precautions: ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported, ¿damaged product¿ with a syringe of juvéderm® ultra xc. During patient injection ¿the plastic round port broke and pushed the juvéderm® out of the plastic round port.¿ no injury to patient or injector.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level and a small part of plastic is missing.

Event description:
Healthcare professional reported, ¿damaged product¿ with a syringe of juvéderm® ultra xc. During patient injection ¿the plastic round port broke and pushed the juvéderm® out of the plastic round port.¿ no injury to patient or injector.